Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 24 cm tr regular band assembly and its inflator was returned for product evaluation. The inflator was returned with the tip broken off. The check valve was subjected to visual analysis and it was noted that the tip of the inflator was stuck inside the check valve. The inflator tip could not be removed from the check valve. No further damage or anomalies were noted on the inflator or the tr band. The complaint can be confirmed for mechanical damage based on the damage noted on the return sample. It is likely that the inflator was subjected to an instantaneous shock force on the tip component and the tip was partially fractured. Subsequently, when it was inserted into the check valve, it was subjected to a bending force at the joint, resulting in the breakage. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band was placed on patient wrist and when the syringe was connected to the band to insert air the tip of the syringe snapped off into the connector piece. A first-time occurrence. A new tr band was used. The patient condition was well. The procedure outcome was good. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 27april2021: blood loss was less than 250cc's. The procedure was a cardiac catheterization.